Event description:
Device malfunction: unknown. Time of malfunction: after vessel closure. Time of symptoms/ae: after vessel closure. Symptoms/ae: loss of foot pulse. It was reported that a physician trained in the use of the starclose device achieved arteriotomy closure of the femoral artery after an interventional procedure for a "cold leg" which occurred subsequent to an endovascular aneurysm repair. The physician needed to gain groin access 6-8cm below the aneurysm repair site, and entered the vessel at the femoral artery bifurcation. After two absolute stents were placed, the vessel was closed with the starclose device. The patient continued to have a "cold leg". A CT angio was performed and the clip was shown to be closing the vessel. It was decided to have a vascular surgeon remove the clip. The starclose clip was not visible on the outside of the vessel, but a polypropylene stitch, used to close the 8f hole was visible with the clip somewhere underneath. The clip was noted to be through both walls of the vessel and was surgically removed from the artery. The vessel was closed with a patch. There were no reported patient sequelae.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.